Event description:
It was reported that the balloon catheter became entrapped on the guidewire. This ranger global dcb otw 5.0 x 200mm, 90cm was selected for use in a percutaneous angioplasty procedure. The lesion was in the right superior femoral artery, was severely calcified, had moderate tortuosity, and was 100% stenosed. During the procedure, the balloon became stuck on the non-boston scientific guidewire. The balloon and guidewire were removed as one unit, and the procedure was completed with a different device. There was no patient injury. The product is not expected to be returned.